Manufacturer narrative:
A return was issued and the product was evaluated upon receipt. There was broken tubing around the weld at bottom rear of side frame. The root cause could not be identified.

Event description:
Provider states the left and right side frames were broke in rear at weld from the end user being a plopper in the chair, meaning the end user sits harder in the chair than needs to be.

Manufacturer narrative:
Product received expanded evaluation. The expanded evaluation report states: visual inspection- the left side frame was cracked at the weld at the bottom rear portion. It also had corrosion inside the tubing and some minor scratches. Similarly, the right side frame was broken at the weld at the bottom rear portion. There is damage on the tubing that appears to have come from liquid droplets. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the broken side frames. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation. A return was issued and the product was evaluated upon receipt. There was broken tubing around the weld at bottom rear of side frame. The root cause could not be identified.

Event description:
Product received expanded evaluation. The expanded evaluation report states: visual inspection- the left side frame was cracked at the weld at the bottom rear portion. It also had corrosion inside the tubing and some minor scratches. Similarly, the right side frame was broken at the weld at the bottom rear portion. There is damage on the tubing that appears to have come from liquid droplets. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the broken side frames. Provider states the left and right side frames were broke in rear at weld from the end user being a plopper in the chair, meaning the end user sits harder in the chair than needs to be.

Manufacturer narrative:
Correction on type of reportable event. No death was reported. Malfunction alleged.

Event description:
Product received expanded evaluation. The expanded evaluation report states: visual inspection- the left side frame was cracked at the weld at the bottom rear portion. It also had corrosion inside the tubing and some minor scratches. Similarly, the right side frame was broken at the weld at the bottom rear portion. There is damage on the tubing that appears to have come from liquid droplets. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the broken side frames. Provider states the left and right side frames were broke in rear at weld from the end user being a plopper in the chair, meaning the end user sits harder in the chair than needs to be.